Event description:
The plaintiff alleges having been diagnosed as suffering from type 1 latex allergy. Plaintiff alleges that as a result of latex exposure plaintiff is 100% disabled from working. Additionally, plaintiff alleges that because plaintiff is sensitized to latex, plaintiff is at risk of suffering severe allergic reactions when coming into contact with many different commonly used products which contain the natural latex protein. Furthermore, plaintiff is restricted as to where plaintiff can go and what plaintiff can do with life and career. In addition, plaintiff has further suffered and will continue to suffer in the future, severe emotional distress and an inability to engage in normal activities. Plaintiff has suffered physical injuries, including, but not limited to, allergic rhinitis, shortness of breath, itchy and watery eyes, urticaria and other physical manifestations. Finally, plaintiff's spouse has lost domestic and conjugal services and has been deprived of the right to consortium.